Manufacturer narrative:
The customer reported unexpected analysis results when performing a 12-lead ECG. There was no impact to the involved patient. This device and the associated trunk cable were returned to philips for evaluation. The trunk cable was found to have malfunctioned. Replacement of the trunk cable resolved the problem.

Event description:
The customer reported unexpected analysis results when performing a 12-lead ECG. There was no impact to the involved patient.